Event description:
Procedure type: lobectomy. According to the reporter: at the 1st firing, lung parenchyma was cut, but staples were not formed. A new cartridge was opened, but the staples were not formed again. Hand suturing was done to stop the bleeding. The amount of bleeding was 400 cc. According to the surgeon, the tissue was within the range of application and not so hard. No tissue damage occurred. No additional tissue loss occurred. Nothing fell into the pt cavity. Operative time was extended more than 30 mins. The pt is still under observation at the time of reporting.

Manufacturer narrative:
(B)(4).